Manufacturer narrative:
The device passed both the external visual and photographic imaging inspections. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device failed one of the electrical test performed. The device passed the mechanical tests performed. The reported complaint of no lock was confirmed during the analysis of this device. Elevated resistance was measured across one connection at an electrical component, which is related to the loss of lock. This is the first incident of this failure mode. Advanced bionics will continue to monitor failures modes of this type. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear implant.